Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not returned for failure investigation. The root cause of this failure was not identified. Although requested, no patient information provided.

Event description:
It was reported that there was a pca tubing leak. Per the reporter, "pt on dilaudid pca, reported unrelieved pain at 0500. Md notified, orders received for toradol at 0530. 0600 pt reported relieved pain. At shift change, pt c/o further pain and primary rn noticed pca tubing fluid leaking onto the floor." The tubing set had to be changed as a result. The event occurred on 7w complex medical/surgical unit. There was no report of patient harm.